Event description:
The core impaction drill was sent in for evaluation because it continued to run on it's own during a wisdom tooth extraction. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.

Manufacturer narrative:
The device was received for evaluation; additional information will be submitted once the quality investigation is completed.